Event description:
It was reported that, during a shoulder case, the surgeon found the quantum ii unit could not generate rf to cut tissue after case start estimate 50 min previously they can used as normally. They tried to change to the new wand and re-start the unit but nothing occurred, no alarm and error number. The procedure was completed with a competitor device. No delay was reported. The patient was not harmed beyond the reported event.

Manufacturer narrative:
H3, h6 h10: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus functional testing could not be performed. A visual inspection of the customer provided picture identifies the unit, but does not provide complaint related information. Review of the product IFU found adequate warnings and precautions to prevent damage to the device during use. Risk management documents were reviewed finding no additional risks that require to be added to the reference document. Clinical evaluation was completed and based on the information provided, there was no alleged harm to the patient, no delay in the procedure and a competitor¿s device was used to complete the procedure. Therefore, no further clinical/medical assessment is warranted at this time. Should additional medical information be provided, this complaint will be re-assessed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found related failures; this failure mode will be trended to assess for any necessary corrective actions. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. There are no indications to suggest that the device/product did not meet specifications upon release into distribution.